Event description:
It was reported that a patient had a left total hip arthroplasty. Subsequently, the patient was revised approximately 7 years later due to pain. During the revision, the cup was found loose and moving in the pelvis. All components were revised without reported complication. The stem was removed by osteotomy with cerclage wire fixation after replacement. After the revision, the surgeon stated in a consult that during the revision, he noted that the patient had a partial sciatica paralysis in the pelvis predominating on the external popliteal sciatic nerve. This showed improvement but did not appear to fully resolve. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown metal insert. Unknown alloclassic stem. G2. Report source: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. Medical records were provided and reviewed by a health care professional. The review identified the following findings: the patient has experienced new onset pain for over six months. X-rays appear normal, except for a line at the acetabulum that might indicate pressure-related disorders. There is no definitive evidence indicating a problem related to the prosthesis. Neurological examination does not reveal any clear signs of sciatic or femoral nerve compression. Aspiration fluid analysis is negative for bacterial growth. Approximately seven months later, the electromyogram reveals a truncal lesion affecting the entire sciatic nerve, with greater involvement of the fibular component than the tibial component. However, the presence of a low-amplitude distal motor response indicates that nerve continuity is preserved. The conduction study confirms a global lesion of the left sciatic nerve, primarily affecting the fibular component and, to a lesser extent, the tibial component. It is recommended that the patient return for a comparative emg in six months to assess for signs of reinnervation, increase the dosage of lyrica, and continue nerve stimulation with tns. Time later, the patient is showing significant recovery, with complete recovery in the posterior leg compartment, anterior tibialis, long extensor, and common extensor of the toes. However, recovery in the lateral peroneals is not yet achieved. Overall, full recovery is still anticipated. The patient is advised to continue strength training, walk without a splint at home or on flat ground, and use a splint when playing golf. Medico-legal analysis: sciatic nerve damage during hip prosthesis surgery is a rare but recognized complication. The nerve is vulnerable due to its anatomical position in the buttock, where it may be affected directly during the surgical approach or indirectly through stretching or compression during site exposure or joint reduction. Since the anterior external approach was used in this case, direct damage during the initial surgical approach is unlikely, making indirect injury the most probable cause. This neurological complication is classified as a medical accident. Finally, patient "suffers from a deficit of the right lower limb resulting from replacement of a left tha around the external popliteal sciatic nerve, resulting in an elevator deficit with steppage and risk of falling." Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. Medical records were provided and reviewed by a health care professional. The review identified the following findings: patient presented with pain, no evidence of loosening or infection, "but a line appeared around the acetabular part, so a decision was made to revise the whole system" cup found loose, removed without difficulty new components placed without complication "we revised her and we changed all the implants. The problem was with the acetabular component which was moving in the pelvis. However, during the operation, I noticed that she had a partial sciatica paralysis predominating on the external popliteal sciatic nerve." "There was a neurological complication, an external and external popliteal sciatic nerves palsy. I saw the patient 3 months after the operation. When it comes to the hip, there is no more pain, and the range of motion and mobility is full. There are also improvements when it comes to nerves." Patient "suffers from a deficit of the right lower limb resulting from replacement of a left tha around the external popliteal sciatic nerve, resulting in an elevator deficit with steppage and risk of falling." Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.